Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the chipped lens and peeled adhesive was a component failure. The most likely cause of the burned forceps elevator was use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The forceps elevator burn can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material in the nozzle, the forceps elevator had a burn, the light guide lens had a chip, and adhesive around light guide lens was peeled. There was no patient involvement.